Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was implanted. After the implant, the valve looked still excentric and a post dilation was performed with a 25mm non-abbott balloon. The periuvular leak (pvl) was noted trace. Next day, echocardiogram (echo) showed mild pvl and suspension of slightly injured leaflet. A non-abbott valve was implanted successfully.

Manufacturer narrative:
An event of pvl and injured leaflet was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the event is not reportable, a letter is not requested and there is no indication of a product issue, no device history record or lot specific similar complaint review is required. Based on available information and without the device to analyze, the cause of the reported event could be due calcification present in the patient. However, this cannot be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. There was calcification present extending beneath the aortic annular plane in the interventricular septum. The valve was implanted and final implant depth was approximately 7mm. After the implant, the valve looked still excentric and a post dilation was performed with a 25mm non-abbott balloon. After the implant a trace periuvular leak (pvl) was noted. Next day, echocardiogram (echo) showed mild pvl and suspension of slightly injured leaflet. A non-abbott valve was implanted successfully. The patient was reported discharged.